Event description:
It was reported that the patients spinal cord stimulation (scs) lead had demonstrated persistently high impedances since the time of implantation. The lead was left in situ because replacement was considered technically challenging due to the patients extreme obesity. The patient subsequently required magnetic resonance imaging (MRI), and therefore, underwent an explant procedure to allow the MRI to be performed. The patient recovered postoperatively.

Manufacturer narrative:
Based on limited information and in the absence of device return, the cause of the high impedances was unable to be established. The lead has not been returned. As such, physical analysis has not been conducted in our laboratory. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review of the avista MRI perc lead kit 56 cm hazard analysis was completed and confirmed that the event of high impedances was defined in the risk documentation. This event type has been accounted for during product risk analysis to support an acceptable risk-benefit for the product. The device was not returned for analysis. Review of the device history record did not identify any manufacturing deviations that could have contributed to the event. It was reported that the lead exhibited persistently high impedances since implantation; however, no additional device performance issues or clinical symptoms were reported. Therefore, based on the available information, boston scientific has determined that the cause of high impedances was unable to be established.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead had demonstrated persistently high impedances since the time of implantation. The lead was left in situ because replacement was considered technically challenging due to the extreme obesity of the patient. The patient subsequently required magnetic resonance imaging (MRI) and therefore underwent a system explant procedure to allow the MRI to be performed. There were no reported issues with any of the devices other than the lead. The patient recovered postoperatively.